Manufacturer narrative:
Product complaint # (B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. What was the name of the procedure? Procedure date? What was being done when the needle pulled-off (in the package/ removal from package / during passage through tissue)? Was the needle removed from the patient during the same procedure? What tissue structure is it located? A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified.

Event description:
It was reported that a patient underwent an unknown surgery on (B)(6) 2021 and suture was used. During the procedure, it was reported that the suture is torn from the needle. No adverse patient consequences reported. Additional information was requested.